Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pts recharger cord got really hot so they could not touch it and now it was not charging the implanted neurostimulator for they got a message system problem rm03. They tried to charge last night and on the plane ride when they left on vacation yesterday and when they got there it was no longer working. They called their representative who had them reset the controller but that did not resolve the issue. When recharging ins it was not finding it. Pt was worried about the ins battery dying for they would be in excoriating pain. The issue was not resolved. A request was sent to the repair department to replace the recharger.